Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Upon deployment of the first clip, it was discovered it had detached from the anterior leaflet resulting in a single leaflet device attachment (slda). Two xt clips were placed and the slda clip was noted to be stable. Mr was reduced to grade 2.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Upon deployment of the first clip, it was discovered it had detached from the anterior leaflet resulting in a single leaflet device attachment (slda). Two xt clips were placed and the slda clip was noted to be stable. Mr was reduced to grade 2. Subsequent to the initial report, it was reported that the patient had returned with shortness of breath and recurrent mr. A second mitraclip was performed. Two clips were implanted, reducing mr to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The cause of the reported recurrent mr was unable to be determined. The reported dyspnea was a cascading event of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.